Event description:
A female patient reported she experienced a "bacterial eye infection" with a "green gooey" discharge from the right eye, following the use of a complete moistureplus with her disposable contact lenses. She indicated that she used the unit for about 2-3 weeks before the onset of symptoms. She went to the doctor on 06feb2007 and reportedly was diagnosed with a bacterial eye infection although no culture was performed. She was prescribed zymar (gatifloxacin) to be used in both eyes, although the symptoms were limited to the right eye only, and told to discontinue wearing her contact lenses. Follow up with patient indicated that her symptoms resolved and she resumed lens wear about 1 week after she initiated antibiotics. The complaint unit was not returned for testing. Chemical analysis of the retained sample was within product specifications.

Manufacturer narrative:
Chemistry and batch record review performed for retained sample. Retained sample met product specifications. Batch record review was considered to be acceptable.